Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose of over 400mg/dl treated with bolus with the insulin pump. Customer states that belt clip was broken and battery lasted a week. Insulin pump will not be return for analysis.